Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured at the end of a patient infusion. The device had been infusing a solution of 560mg of tobramycin and 125ml of 0.9% sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.